Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the cutting sleeve is broken off. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
The investigation shows indeed a broken welded joint of the cutting instrument. The review of the material and manufacturing documents show no deviation according to our specification. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.